Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular diagnosis procedure which was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch connection had failed. Upon functional testing, the fse identified that wireless footswitch did not work, and base station switch was not working. The cause of the base station failure could not be conclusively determined by the supplier's part analysis however, the replacement of the wireless footswitch and base station by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the system's wireless footswitch connection failed. There was no reported patient or user harm. Philips has started an investigation of this complaint.